Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Reportability of the deep venous thrombosis. This adverse event occurred in the venous system, which is not affected by an introducer sheath that is used in the arterial system. For this aspect, this portion of event is not reportable. Reportability of patient¿s death. The patient expired due to subdural hematoma approximately two years post initial procedure, and there had been revealed no adverse events that could lead to the subdural hematoma after the initial procedure. For these aspects, this portion of event is not reportable. (B)(4).

Event description:
On (B)(6) 2010, the patient was implanted with two gore® tag® thoracic endoprostheses using a gore® introducer sheath with silicone pinch valve (ts2430/7612480) to treat a thoracic aortic aneurysm. While the introducer sheath was being inserted, the left external iliac artery was ruptured. A left common iliac-left external iliac artery bypass procedure was performed, and two endoprostheses were implanted. On the same day, the patient developed deep venous thrombosis, and anti-coagulant therapy was performed. On (B)(6) 2010, the patient was discharged of the hospital. On (B)(6) 2010, in one-month follow-up study, endoleaks were not present. Aneurysm diameter was 60mm. On (B)(6) 2010, a follow-up study revealed that the deep venous thrombosis resolved. On (B)(6) 2011, in one-year follow-up study, aneurysm diameter was 55mm. Endoleaks were not present. On (B)(6) 2012, the patient expired due to acute subdural hematoma.

Manufacturer narrative:
Added the vessel diameter of the left external iliac artery.

Event description:
On (B)(6) 2010, the patient was implanted with two gore® tag® thoracic endoprostheses using a gore® introducer sheath with silicone pinch valve (ts2430/7612480) to treat a thoracic aortic aneurysm. While the introducer sheath was being inserted, the left external iliac artery was ruptured. A left common iliac-left external iliac artery bypass procedure was performed, and two endoprostheses were implanted. Reportedly, the vessel diameter of the left external iliac artery was 8mm. On the same day, the patient developed deep venous thrombosis, and anti-coagulant therapy was performed. On (B)(6) 2010, the patient was discharged of the hospital. On (B)(6) 2010, in one-month follow-up study, endoleaks were not present. Aneurysm diameter was 60mm. On (B)(6) 2010, a follow-up study revealed that the deep venous thrombosis resolved. On (B)(6) 2011, in one-year follow-up study, aneurysm diameter was 55mm. Endoleaks were not present. On (B)(6) 2012, the patient expired due to acute subdural hematoma.